Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that a revision was carried out on (B)(6) 2014. A catheter fracture was seen during the surgical revision of the catheter; there was break in the spinal catheter. They replaced the entire system.

Event description:
It was reported that there was a granuloma at the catheter tip. It was noted that an MRI and dye study (2014 (B)(6)) were done. It was noted that there was cerebral spinal fluid (csf) return, when dye was injected they were able to visualize dye accumulation in lumbar spine. It was noted that the manufacture representative noticed a dark spot at the tip of the catheter. Physician was notified, MRI results showed slight granuloma at tip. It was noted that patient had return of symptoms, increased pain, and withdrawal type symptoms (nausea <(>&<)> vomiting) back in (B)(6) 2013. It was reported that ¿action not taken yet but planned.¿ no specified actions reported. Patient status at the time of report was ¿alive-no injury.¿ the pump system was delivering morphine. Additional information received reported that there were no changes since reported. It was noted that the patient was going to have a catheter replacement but it was unsure of the date at the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8832, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).